Event description:
A spontaneous report from the united states was received via telephone from a consumer regarding a (B)(6) male who was used a thermacare lower back and hip heat wrap. Medical history included diabetes and an unspecified cancer. Concomitant products included insulin. On an unspecified date, the consumer topically applied a thermacare lower back and hip heat wrap (lot number and expiration date not provided) directly to his skin on his back. On an unspecified date and time after application of the product, the consumer experienced a reaction on his back. It was further clarified that he had blisters. The reporter declined to provide further information. No additional information is expected.

Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.